Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed. Under-sensing on the right ventricular (rv) lead during ventricular tachycardia episode was noted, which could be possible due to functional under-sensing due to morphology changes and fast rate. Both right atrial (ra) lead and the rv lead remain in use. No patient complications have been reported as a result of this event.